Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the five batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the event date contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). Additionally, momentary disconnections without power switching were recorded involving (B)(4). Momentary disconnection will result in an audible tone or "beep". As a result, the reported events were confirmed. The most likely root cause of the premature power switching events and reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnection and implement corrective actions as required. Additional products: battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 13feb2018 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 13feb2018 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 13feb2018 h3: yes h6 FDA method code(s): 10,4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). D4: model #: 1650 / catalog #: 1650 d10: yes, return date: 13feb2018 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ battery: model 1650de / expiration date 31jan2017/ serial (B)(4) / UDI (B)(4). Single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Mfg date 31jan2016. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model 1650de / expiration date 28feb2017 / serial number (B)(4) / UDI (B)(4). Single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Mfg date 28feb2016. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model 1650de / expiration date 28feb2017 / serial number (B)(4) / UDI (B)(4). Single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Mfg date 28feb2016. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model 1650de / expiration date 28feb2017 / serial number (B)(4)/ UDI (B)(4). Single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Mfg date 28feb2016. Labeled for single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five of the patient¿s batteries were associated with power switching. The patient reported occasional beeping to the site personnel. The event was not associated with any patient symptoms and did not required medical intervention. The issue could not be reproduced by manipulating the battery connections and/or the cables. The event was not associated with any controller alarms or pump stop events. No damage was seen on the controller or its¿s power connectors. The patient currently still has the batteries in his/her possession. The site plans to exchange the batteries in the future. The return of these devices to the manufacturer has been requested.